Manufacturer narrative:
On 13feb2026 an authorized service provider (asp) evaluated the device and was unable to reproduce the issue. However, the asp found that the air flow accuracy of the flow sensor assembly (fsa) was out of tolerance. The fsa needs to be replaced to resolve the issue. The investigation is still ongoing.

Manufacturer narrative:
On 01mar2026, the authorized service provider (asp) evaluated the device and found that when set to 35 standard liters per minute (slpm), with an allowable range of 33.2 to 36.8 slpm, the actual measured value was 37.28 slpm. Additionally, when set to 60 slpm, with an allowable range of 56.2 to 63.8 slpm, the actual measured value was 64.15 slpm. The asp replaced the flow sensor assembly (fsa) to resolve the issue. Following the part replacement the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure line disconnect alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that they were inspecting the device and they disconnected the test lung at the end of the circuit. Instead of the expected circuit disconnect alarm, they stated that the device produced a proximal pressure line disconnect alarm. The customer connected another circuit to troubleshoot the issue, but the same unexpected alarm was produced when the second circuit was disconnected. An inspection of the device at a repair center by an authorized service provider (asp) was requested. This investigation is ongoing.